Event description:
It was reported that no right atrial (ra) or right ventricular (rv) lead capture could be determined from transtelephonic monitoring. The ra and rv leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.